Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that this patient had a revision due to poly wear.

Manufacturer narrative:
(H3) the revision reported was likely the result of prosthesis wear over the 9.5 years of implantation. However, this cannot be confirmed as the devices were not available for evaluation and no additional clinical information was provided. The following sections have corrected information: (h6) component code: 734, bearings.